Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? Date / time of onset of patient symptoms from the index surgical procedure? Were cultures performed? Results? What is meant by ¿fat liquefaction¿? Why does the surgeon believe that the suture caused the fat liquefaction? How were dexamethasone and lidocaine administered? Other relevant patient history/concomitant medications. Customer requests investigation photos has been checked. Will the device involved in the event be returning for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported by health authority that the patient underwent an unknown procedure on unknown date in 2019 and suture was used. The patient experienced fat liquefaction on the incision on (B)(6) 2019. The patient was treated with dexamethasone, lidocaine and gentamicin injections. The patient condition changed for the better and the patient was discharged in 5 days. Additional information has been requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device me2850, and no nonconformances were identified. Additional information was requested and the following was obtained: customer requests investigation photos has been checked. Will the device involved in the event be returning for evaluation? No. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status? Discharged. The following information was requested, but unavailable: could not provide additional information. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? Date / time of onset of patient symptoms from the index surgical procedure? Were cultures performed? Results? What is meant by ¿fat liquefaction¿? Why does the surgeon believe that the suture caused the fat liquefaction? How were dexamethasone and lidocaine administered? Other relevant patient history/concomitant medications